Event description:
A welch allyn distributor reported their (B)(6) wireless controller freezes-up and looses connectivity. Rebooting the controller does not resolve the issue. This resulted in a temporary loss of wireless centralized monitoring. There was no report of any pt harm as a result of the reported events. (B)(4): the customer did not provide any pt info.

Manufacturer narrative:
Welch allyn factory svc confirmed the customer's allegation. A replacement (B)(4) controller was sent to the facility. The (B)(4) wireless controller is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.